Event description:
It was reported that the rv lead was implanted in 2008 without complication. The following morning, interrogation of the device revealed ventricular lead measurements within normal ranges and no dramatic change since implant. On the next day, just prior to the patient being discharged from hospital, she experienced pain in the chest and complained of symptoms similar to that of diaphragmatic stimulation. It wasn't until the morning of the following day, when the pain was getting very intense did she get sent for a cat scan where it showed a perforation of the ventricular lead. At that point, interrogation of the device showed loss of ventricular capture (auto capture in retry mode) and loss of ventricular sensing.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.